Manufacturer narrative:
Additional information: annex d code. Correction: patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was later reported that there was no causal relationship between the medtronic resolute zotarolimus eluting stents and any of the cardiac deaths or any of the adverse events reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: effectiveness and safety of contemporary drug-eluting stents in patients with diabetes mellitus authors: yujin yang, junho hyun, junghoon lee, ju hyeon kim, jeong bok lee, do-yoon kang, pil hyung lee, jung-min ahn, duk-woo park, seung-jung park journal name: jacc: asia year: 2021 reference: doi.org/10.1016/j.jacasi.2021.07.009 b3: date of publication. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review titled "effectiveness and safety of contemporary drug-eluting stents in patients with diabetes mellitus". The aim of this study was to investigate the effectiveness and safety profiles of several contemporary drug eluting stents (des) in patients with diabetes mellitus (dm) using data from a large sized, ¿real-world¿ clinical-practice percutaneous coronary intervention (pci) registry. The study population was derived from the iris-des (interventional cardiology research in-cooperation society-drug-eluting stents) registry. The iris-des study involved prospective, stent-specific, multicenter recruitment of unrestricted patients undergoing pci with des in korea and consisted of several arms of first and second generation des. A total of 24,516 patients were enrolled in the multicenter, prospective registry. This study included patients treated using 4 different types of second-generation, contemporary des. Of these patients, 7,823 of them had dm and were treated with 4 contemporary des: a cobalt chromium everolimus-eluting stent (cocr-ees), a biodegradable polymer biolimus-eluting stent (bp-bes), a platinum chromium-ees (ptcr-ees) and a resolute zotarolimus-eluting stent (re-zes). The re-zes group included the use of the medtronic resolute integrity, endeavor or onyx stents. A total of 1,871 patients were in the re-zes group. Lesion characteristics included multi-vessel disease, moderate to severe calcification, complex lesions, bifurcated lesion, de novo lesions and diffuse lesions. The primary end point was target vessel failure (tvf), which was defined as a composite of cardiac death, target vessel myocardial infarction (mi) and clinically driven target vessel revascularization (tvr). The secondary outcomes included individual components of the primary outcome: death from any cause, any mi, any revascularization; stent thrombosis and major adverse cardiac event (mace: a composite of all-cause mortality, any mi, or any revascularization). Clinical follow-up was done during hospitalization and at 30 days, 6 and 12 months, and every 6 months after that. The median follow-up duration was 2.9 years. Clinical outcomes reported included all cause of death, cardiac death and non-cardiac death, mi, target vessel mi, non target vessel mi, tvr, non tvr, tvf, stent thrombosis and mace.